Event description:
Kangaroo ng feeding tube was inserted and placement verified by x-ray. Upon verification, the nurse tried to remove the stylet but would not come out. She made several attempts but it would not come out. The tube was then removed from the patient. Nurses attempted to remove the stylet again to no avail. Patient did not have another tube inserted, patient was placed on tpn.